Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead threshold was elevated. The outputs were increased to accommodate the higher threshold. It was noted that the lead had pulled back and had no slack. The subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.